Event description:
It was reported that noise was observed on the egms. The physician opened the pocket and noted that the leads were disorganized in the pocket. The lead was reconnected without any issue. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.